Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received alarms on calibrations for a standby pack of elecsys hcg + beta test system reagent and found questionable results had been received for at least three patient samples from the active pack of the reagent. The initial results from secondary sample tubes were positive and were reported outside the laboratory. The physician questioned the results and the samples were repeated the next day in sample cups with negative results. No other tests were affected. Patient 1: initial result was 13.68 u/l and the repeat result was <0.1 u/l. Patient 2: initial result was 20.47 u/l and the repeat result was 5.89 u/l. Patient 3: initial result was 33.08 u/l and the repeat result was 0.923 u/l. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was requested but was not provided. The field service representative checked the analyzer and found the sample probe was misadjusted and the liquid level detection of the sample probe was incorrect and was adjusted further investigation confirmed the issue found by the field service representative was the root cause of the event.